Event description:
It was reported while using bd microlance¿3 needles 21 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: complaint: liquid comes out of wrong point.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301156 and batch number 220723. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, a g21 needle was observed assembled with a syringe. However, through examination of the picture alone, no defect could be identified. Twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained needle samples were assembled with a bd emerald 2ml syringe by positioning the hub onto the syringe tip with a slightly rotational movement. Liquid was drawn up and no signs of leakage were observed with any of the samples tested. Based on the investigation results, an exact cause could not be determined for this reported incident. H3 other text : see h10.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles 21 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: complaint: liquid comes out of wrong point.